Manufacturer narrative:
Literature article: mitral valve replacement in infants and children: experience using a 15 mm mechanical valve. As reported in a research article, an event of thrombosis was reported. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The article, "mitral valve replacement in infants and children: experience using a 15 mm mechanical valve", was reviewed. The article reported a case study of patient weighing 5kg with congenital mitral disease. It was reported on an unknown date, a 15mm sjm masters hp valve was implanted in the patient. It was reported 76 days later on an unknown date when the patient was 0.2 years old, a decision was made to perform a mitral valve replacement procedure due to thrombosis. The 15mm masters valve was replaced with a new unknown 15mm valve. The article concluded that compared to other similar studies, this study was distinguished by a lower rate of major adverse events than previously reported, durability of the device, and a rapid post operative recovery time. Appropriate and consistent anticoagulation is a significant challenge in this age group. [The primary and corresponding author is marcos mills, emory university school of medicine/children¿s healthcare of atlanta division of pediatric cardiology 2835 brandywine road, suite 400, atlanta, ga 30341, with corresponding email: mfmill6@emory.edu].